Event description:
The complainant reported a malfunctioning gastrostomy tube. A gi consult was ordered on (B)(6) 2012 for a malfunctioning gastrostomy tube. The physician's order form does not provide the initial insertion date of the tube so duration of placement cannot be determined nor does it provide a description of the malfunction or verification that the tube was replaced. Additionally, the reporter has been unable to verify the manufacturer of the tube that was in place when the patient arrived at the facility.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source. The nurses do not check balloon volume every 7 to 10 days. In addition, a 5 ml luer lock syringe was used to inflate the balloon. The list/lot numbers are unknown; so therefore, a batch history record review cannot be conducted and a retained sample cannot be evaluated.